Manufacturer narrative:
The device was received at the MFR, however the complaint could not be confirmed. Internal components were evaluated which revealed corroded bearings in the rotor assembly. Corroded bearings can increase the friction among the rotating components of the device which can lead to generation of heat.

Event description:
It was reported that the device overheated during testing. There was no pt involvment and no adverse consequences alleged with this event.